Event description:
The product was returned to MFR with no complaint or info. Analysis was performed.

Manufacturer narrative:
(B)(4): analysis of lead lot #0202667602 showed a reliability non-conformance. Both b+ and b- battery bond wires were lifted. The epoxy bonds were broken between the hybrid and both terminals.